Event description:
It was reported the device fluid sensor was not working. No patient involvement reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device gave an alarm after power up. The alarm condition was for "no disposable." The investigation determined the micro switch component (controls detection of the disposable) was faulty. No problems were identified with the device's detection of the fluid level.